Manufacturer narrative:
Due to the substantial damage, the device associated with this complaint will not be returned for evaluation because the customer recycle the device.

Event description:
Following the collision involving the customer's ambulance, the autopulse platform sn (B)(6) powers on, but the screen just shows squares and flashing pixels and is not functioning. In addition, the front and back covers were found to have cracks. No patient involvement.